Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a nurse faced a leak of the catheter at the level of the patient's meatus. So, outside the patient. The leak appears 10 minutes after insertion. There is no consequence for the patient except re-catheterizing the patient. It did not happen only with an elderly patient. The staff reported that the seal of the balloon was checked and there were no issues, so the issue is not coming from the balloon and it is not coming neither from the y connector. There is no information about any device to be sent back.

Event description:
It was reported that a nurse faced a leak of the catheter at the level of the patient's meatus. So, outside the patient. The leak appears 10 minutes after insertion. There is no consequence for the patient except re-catheterizing the patient. It did not happen only with an elderly patient. The staff reported that the seal of the balloon was checked and there were no issues, so the issue is not coming from the balloon and it is not coming neither from the y connector. There is no information about any device to be sent back.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.